Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the phacoemulsification handpiece did not aspirate and the aspiration hose was blocked by a cataract fragment during a cataract procedure on the right eye. The surgeon converted from a phaco procedure to an extracapsular procedure. The procedure was completed with no patient complications. The product sample is not available. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer initially reported the suction hose clogged, new information received revealed the phaco handpiece was not aspirating. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. (B)(4).